Manufacturer narrative:
Based on inspection, it appears the facility has not been properly maintaining their table and tabletops with their trained and certified personnel, which can lead to unknown operating conditions as well as patient safety issues. Additionally, if a pre-inspection of the table was conducted, as prescribed in the owner's manual the table would have failed due to the amount of service needed to bring table back to manufacture operating specification. Table is red tagged for "out of service" and customer has indicated that they will not repair table, and will purchase a new replacement table.

Event description:
It was reported while the manual blue lock was engaged and the rotation safety lock was on, the table would rotate on its own, and almost dumped the patient. Staff had to hold the patient on when unlocking the table to put back in a neutral level position. After locking table correctly the table began to move again on its own. Staff again had to reposition back to level manually.